Event description:
As reported for this event by the customer, during preparation for use a b30 scope communication error message was observed for the device and there was no image received. There is no patient involvement.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device passed all image checks. A b30 scope communication error message was not duplicated. The connecting tube coating was peeled off. Other incidental observations for the device are: biopsy channel leak; distal end rubber coating (a-rubber) glue is separated; connecting tube has dent; stopper has wear and tear; universal cord is scratched; connector is humid; connector plug unit is corroded; connector c-board has defect; air valve unit is turned; and angulation less than specified value and has play. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum aug 18, 2022: the issue b30 error message and the no image available occurred during preparation in the examination room after a functional test was performed. There is no information available on the intended procedure.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. There is another device, clv-190, serial number (B)(4), allegedly involved in this event which is captured in medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code b30 was due to a faulty plug unit. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the insertion section coating being peeled off is due to physical stress, chemical stress, storage environment, or the like. The following information is stated in the instructions for use (IFU): ¿·operation manual_ using endo therapy accessories_ insertion of endo therapy accessories into the endoscope caution: do not open the tip of the endo therapy accessory or extend the tip of the endo therapy accessory from its sheath while the accessory is in the instrument channel. The instrument channel and/or the endo therapy accessory may become damaged.¿. ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿. ¿·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿. ¿·reprocesing manual_ general policy precautions warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿. ¿·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿. Olympus will continue to monitor field performance for this device.